Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the physician had difficulty pulling the left ventricular lead out of the vein to move it to another vein. A guidewire could be passed through the lead normally, but the lead itself could not be pulled back. The physician opted to utilize the lead in the position it was in. It was noted that the capture thresholds were high but manageable. There were no adverse consequences to the patient.